Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 35-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data as conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity / perforation of fallopian tubes'), uterine perforation (' perforation of the uterus') and perforation ('perforation of other organs') in a 35-year-old female patient who had essure (batch no. B72576) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain "), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches "), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety ") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: patient continues to suffer from chronic symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2021: legal claim received. Information added: essure lot number, insertion/removal dates updated, events (chronic abdominal pain, chronic pelvic pain, chronic back pain, excessive bleeding, unintended pregnancy, device ineffective, migration of the essure device to the abdominal or pelvic cavity / perforation of fallopian tubes, perforation of the uterus or other organs, allergic and autoimmune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety and depression). The event "medical device removal" was deleted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity / perforation of fallopian tubes'), uterine perforation (' perforation of the uterus') and perforation ('perforation of other organs') in a 35-year-old female patient who had essure (batch no. B72576) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain "), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches "), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety ") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: patient continues to suffer from chronic symptoms. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity / perforation of fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of other organs") in a 35 year-old female patient who had essure inserted (lot no. B72576) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of cholecystectomy, diarrhoea, smoker, vaginal discharge, vaginal delivery, cholecystectomy, ectopic pregnancy, elective abortion, spontaneous abortion, parity 2, multi gravida and burning in abdomen. Previously administered products included: evra. Concurrent conditions were listed as endometriosis, lower abdominal pain, pelvic pain female, endometriosis and pelvic pain female. Concomitant products included marvelon (desogestrel, ethinylestradiol) for pain (B)(6) 2014, tylenol (paracetamol) for pain and tramadol (tramadol hydrochloride) for pain. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain "), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches "), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety ") and depression ("depression"). Essure was removed on (B)(6) 2014. The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy,). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: patient continues to suffer from chronic symptoms. Normal vagina, vulva and cervix; normal endocervical canal and normal endometrium up to the tubal ostia; left tubal ostia with three essure coils visible in the uterus and right tubal ostium with coils flush with the os. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2014: CT in (B)(6) 2013 had seen right adnexal mass which was raising possibility of ectopic pregnancy, but ultrasound impression was that it represents hemorrhage at ovarian cyst, in (B)(6) 2013 obstetric ultrasound was also done. Abdomen: no features to suggest bowel obstruction. Evidence of previous cholecystectomy and bilateral tubal ligation with coils. No specific abnormality is seen. [Pathology test] on (B)(6) 2014: gross description: bilateral fallopian tubes" contains two fallopian tubes (6.1 cm in length with a diameter of 0.6 cm and 5.5 cm in length with a diameter of 0.5 cm). There are essure coils within the specimen containers and the second described fallopian tube still contains its essure coil. Both fallopian tubes are grossly unremarkable. Diagnosis: bilateral salpingectomy; right and left fallopian tubes: no significant pathology essure coils present [pregnancy test urine] on (B)(6) 2014: negative; on (B)(6) 2014: negative; on (B)(6) 2014: negative [sigmoidoscopy] on (B)(6) 2014: shortly after having essure coils placed developed diarrhea -- passing at most 2-3 stools in the mornings the most distressing aspect for is the urgency and episodes of incontinence that have occurred. No night time symptoms and no blood. The coils were removed a few weeks ago but this has not made any difference to the symptoms. Findings: spasm. Hyperalgesia. The colon appeared to be normal. A biopsy was taken from the sigmoid colon and rectum. Impressions: symptoms functional possibly triggered by pelvic pathology [ultrasound scan] on (B)(6) 2014: normal uterus and ovaries, essure coils satisfactory position. The uterus is anteverted and measures 7 .9 x 4.5 cm. The endometrial echo is 5.6 mm thick. Bilateral essure tubal coils demonstrate satisfactory positions of their proximal ends. There is no obvious complication revealed here. The right ovary is not convincingly identified. The left ovary and adnexa are unremarkable. No free fluid is seen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-may-2024: medical record received. Lab data including surgical pathology report has been added. Medical history, concomitant conditions, concomitant drugs were added. Medical history, added. New reporters were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.